Event description:
It was reported by the customer that during a urology procedure, the copper tip broke off the device completely. It is unknown if the tip fell into the patient. It is unknown if the tip was retrieved. It is unknown how the case was completed. No adverse consequences reported. One device will be returned. No other details are available.